Manufacturer narrative:
Upon receipt, the two leads under complaint were subjected to an extensive analysis. The performance of the devices was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection of the plexa lead revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approximately 40cm distal to the df4 connector pin. In this region, the insulation and the coating of the conductor cables to the shock coil and the ring electrode were damaged. The conductor coil to the svc shock coil was fractured. These findings can be considered as the root cause of the reported oversensing with shock delivery. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment as mentioned in the complaint description. Furthermore, a kinked fixation helix, deformations of the shock coils, damages at the steroid collar and cuts int the insulation were found which occurred most likely during the explantation procedure. The analysis of the safio lead showed abrasion marks along the lead body and demonstrated a squeezed and deformed lead body approximately 33cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further inspection of the safio showed a rubbed through insulation approximately 20cm distal to the is-1 connector pin, which most likely resulted from interaction with another implantable device such as the generator or the nearby lead. In addition, a deformed and elongated fixation helix was observed which occurred most likely during the explantation procedure. The manufacturing process for these two leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of both leads did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead showed an insulation damage during the extraction of the associated ICD lead.